Manufacturer narrative:
Patient age and weight not available from the site.software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in an ent procedure the 2.2.2 software became unresponsive in navigate. The system had been left idle and when the surgeon came back to it, the mouse was unresponsive. A re-boot returned the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.